Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the set came apart at a port when inserted in a device. The customer later reported the set was attached to a patient all morning, and that in the afternoon the set separated. Normal saline leaked on the floor. The patient sat down and called for help. There was no patient harm.